Event description:
Asked to increase the cautery from 30 to 40. It still did not work, then asked to increase to 60. There was a quick spark and the cord broke in half. Manufacturer response for endoscopic cautery cord, (brand not provided) (per site reporter). Manufacturer is working with our biomed staff and leadership.